Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the distal suture end of the cartridge was noted to be missing. The reload was fully fired. The reinforcement material was torn from the cartridge side. Functionally, the reload was loaded into a representative instrument. The reload was applied to test media, all staples were placed and the test media was cleanly transected. The reinforcement material was properly placed and remaining sutures were cut and released. The reload interlock was tested and found to function properly. It was reported that the component disengaged. The reported issues was confirmed. The most likely cause was determined to be manufacturing related. This can occur when the distal cartridge suture is not fully seated against the cartridge wall during assembly and the shrinking effect of the suture during the sterilization process causing it to dislodge from the reload inside of the sealed package. Internal process improvements have been initiated to mitigate this issue. It was also reported that trs suture was not secured. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The instructions included with this device provide the following guidance: if the endo gia¿ reinforced reload with tri-staple¿ technology is inserted percutaneously, ensure the incision is wide enough to acc ommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge ma y move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia¿ reinforced reload with tri-staple¿ technology, so as not to damage the staple line reinforcement material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when the surgeon introduced the reload to the antrum of the stomach, the reinforcement sheet came off because the suture was loose. The reload was able to take it out of the patient cavity immediately. A new reload was used to resolve the issue. No patient injury.